Event description:
Delay of therapy during alarm condition reported. A pt admitted to the emergency dept was ordered to receive an unspecified dose of digibind via IV drip for toxic digoxin levels. There was a small delay of therapy when attempting to initiate the drip. Digibind is recommended to be administered with a filter, and customer stated that they were unsure if this contributed to the problem. The tubing was changed to solve the problem, and no pt harm was reported. Additional pt info was requested, but no further info was available.